Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frequently no or intermittent response by button pressed. No harm requiring medical intervention was reported. Customer stated that insulin pump was not dropped or exposed to moisture. Customer stated that battery out limit, alarm occurred after battery change, cleared alarm and battery change took longer than 5 minutes. The device will be returned for analysis.